Manufacturer narrative:
Calibration and controls were ok. Upon review of the alarm trace, an abnormal aspiration alarm was observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted with a troponin t value of 26.5 ng/l and this value was reported outside of the laboratory. The initial result was questioned based on the result obtained with a follow up sample collected from the patient. The complained sample was repeated, resulting with a value of < 3.00 ng/l accompanied by a data flag. An amended report was issued. The troponin t reagent lot number was 47003401, with an expiration date of 31-jul-2021.